Manufacturer narrative:
The pump alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The motor error alarms were unable to be verified due to compromised force sensor system alarms. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners. The pump was received with minor scratched lcd window, missing end cap sticker and back address serial number label.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 350mg/dl. The customer states the device was dropped about a month ago. Troubleshoot was conducted, and the drive support cap was noted to be protruded. The customer was advised that the device would have to be replaced and returned for analysis.